Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, functional testing was performed and revealed the trigger was jammed and the control element was sluggish. This was attributed to normal wear. Maintenance was performed and the device was returned to the customer on 12/27/2012. Placeholder.

Event description:
Customer reported that the device was used for drilling in 2 pins. When the device was on the operating table it started and ran on low speed. It could only be switched off by unplugging it. Buttons on the device had no deficiencies. Battery got hot and the big battery case smelt burned. The device was tried with a new battery, but the same event happened. This is report 1 of 1 for complaint #(B)(4).